Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 257 mg/dl and states that the previous night blood glucose was 42 mg/dl due to possible insulin reaction. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a button error alarm and no button response due to corroded keypad traces. Unable to perform the functional testing due to the button keypad anomaly. The pump had cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.